Manufacturer narrative:
Medwatch sent to FDA on 9/13/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of irritation: "undesirable effects: the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week."

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the cheek. The patient developed an "irritation response" on the cheek after the injection. Patient was prescribed antibiotics and treated with hyaluronidase. Symptoms have resolved.